Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to user. UDI: (B)(4).

Event description:
It was reported that during pre-surgery, the motor device had an air leak in the hose. During service and evaluation, it was determined that the device could not secure/lock the cutter, had heat, locking components were damaged and failed pre-test for cutter lock and temperature. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.